Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a tracheobronchial stent placement procedure within the bronchus of a cancer patient on (B)(6) 2011. According to the complainant, it is unknown if the anatomy was tortuous or if any pre-dilation was performed. The exact size of the stricture is unknown. During the procedure, the catheter kinked as the deployment suture was being pulled. It was reported that the deployment suture became ''hung up'' or ''stuck'' during deployment, which caused the stent to only be partially deployed. There were no issues removing the partially deployed stent from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine. **correction** the catheter of the stent deployment system was incorrectly reported to be kinked. No issues were noted to the catheter.

Manufacturer narrative:
Upn: m00564680. Device lot number: 13745247. Device expiration date: september 7, 2012. Device manufactured date: september 9, 2010. Only the stent delivery system was received for evaluation; the stent was not returned for device analysis. A visual analysis of the device noted that the tip of the shaft had been cut approximately 15mm from the distal edge of the distal ro marker band. No further issues were noted with the returned device. The customer confirmed that the correct device was returned for evaluation. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. From the information available, this device was used per the directions for use (dfu) / product label. Therefore, the most probable root cause classification of this event is undeterminable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was (B)(6). The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a tracheobronchial stent placement procedure within the bronchus of a cancer patient on (B)(6) 2011. According to the complainant, it is unknown if the anatomy was tortuous or if any pre-dilation was performed. The exact size of the stricture is unknown. During the procedure, the catheter kinked as the deployment suture was being pulled. It was reported that the deployment suture became "hung up" or "stuck" during deployment, which caused the stent to only be partially deployed. There were no issues removing the partially deployed stent from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.